Event description:
The lay user/pt contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
On 05/18/2009: the lay user/pt's meter has been returned, and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional info is available, the FDA will be notified in a second f/u report. At this time, we consider this matter closed.